Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Customer reported that two of the impressa bladder supports in the box she had purchased had extra pledgets within the applicator. There was one string attached to two pledgets within each affected applicator. Customer did not seek medical.